Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after placing the right ventricular (rv) and left ventricular (lv) leads the patient had an av node ablation. About 15 minutes later the patient's blood pressure dropped from 120/80 to 70/60. An echocardiogram was performed which showed a pericardial effusion. They performed a pericardiocentesis and pulled out 25 cubic centimeters (cc's of dark blood out of the patient. The patient was then transferrred to a bed where the bag filled with light red blood. The patient was sent for imaging where it was determined that during the pericardiocentesis the needle went through to the liver. The patient recovered and was sent home. The cause of the effusion remained unknown. All products remain in service and no additional adverse patient effects were reported.